Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip implant done about 4 years ago. She also stated he had blood work done showing elevated levels of chromium and MRI showed swollen muscles around implant. Patient is scheduled for revision surgery on monday (B)(6) 2019.